Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was performed. The reservoir was not empty, and time and date were correct. Attempted to run a fixed prime test, but the device alarmed no delivery right away. The customer stated that he was in a car accident and since then he has rec'd many no delivery alarms. The customer stated that the cause of the accident was low blood glucose. The customer was treated by paramedics and then he was taken to the hospital where he was treated with food and juice. The blood glucose reading was 30mg/dl. The customer stated that he had been under a lot of stress and had been having high blood glucose. The customer also stated that the basal rates were changed from 1.9 unites to 2.0 units, and the doctor determined that could have been the cause of his low blood glucose. Ran a fixed prime test and the insulin exited. Reviewed the alarm history and found several no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.